Event description:
It was reported that during a lap og procedure, the staples did not close on fourth firing. Another device was used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.